Event description:
It was reported that the patient's right atrial (ra) lead had high thresholds. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: dtba1d1implanted: 2014-(B)(6). (B)(4).